Event description:
It was reported that the user experienced recurrent low glucose while using the ilet, with events often following meal announcements and associated with frequent pump pauses; discussion suggested the user likely overestimated meal size during announcements. Symptoms included hot flushes, lethargy, fatigue, and hypoglycemia with a nadir of 40 mg/dl. Outcomes included temporary interruption of therapy and need for urgent low-glucose intervention. Investigation included troubleshooting with the user, education on meal announcement practices, and referral for additional training through clinical management. Investigation of this case revealed user technique issues related to incorrect meal size announcements contributing to postprandial hypoglycemia and automated safety pauses. It was concluded that the device functioned as designed and that user education and training should mitigate recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.